Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Chunk of it was missing when I pulled it out¿went to urgent care and nothing was missing¿must have been a defective tampon [device breakage]. Case narrative: consumer reported via email that chunk of tampon was missing. No injury was reported.